Event description:
Litigation papers allege after the surgical implantation of the asr hip implant device, plaintiff suffered symptoms and damage to her body including but not limited to constant and severe pain and discomfort in her thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in her hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Update: (B)(6) 2012 - medical records were received. Part/lot information was received indicating the patient had pinnacle devices, not asr as originally reported. Additionally, the patient was bilateral. Medical records are available on external hard drive if further review is required.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.